Event description:
User stated there was a leak coming out of the front loader area of the analyzer onto the floor in front of the analyzer. No one was injured. No patient samples were affected. The field service representative determined the sipper drain was clogged and overflowed. He cleaned the drain of the sipper and verified it was flowing properly.